Manufacturer narrative:
H10: internal complaint reference number: (B)(4) . H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that when checking the good at the warehouse, two (2) dyonics 25 tube sets from the same box had the sterile film separated from the box. The sterilize seal was completely detached from the box, and there was no sign of glue on the surface of the boxes. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
H11: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found that the sterile film was damaged and separated from some boxes. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the process summary found that the operator should verify the presence of the eight push pins around each cavity of the sealer. If any are missing or broken immediately report the failure. Lid stock and tray can only be sealed one time. Do not reseal without replacing the lid stock and tray. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include improper transport or storage. Based on this investigation, the need for corrective action is not indicated.